Manufacturer narrative:
Combination product: yes only the stent was returned and subjected to a technical analysis. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. Other than reported the stent was returned on the transportation wire being located proximal to the stent protector. The stent is severely deformed (i.e. Several struts are bent) and elongated in its center. The transportation wire is kinked about 40 mm distal to its proximal end. The delivery system was not returned for analysis. Review of the product release documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment. It was not possible to deploy the stent. The device got stuck in the guiding catheter. After removal of the device it was detected that some struts of the stent were damaged.